Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing lower back pain and it became progressively worse to the point that now she has pain radiating down her leg too and she can't walk. The physician had her turn off her stimulation and recommended physical therapy. There were no further patient complications reported.

Event description:
It was reported that the patient with this neurostimulator was experiencing lower back pain and it became progressively worse to the point that now she has pain radiating down her leg too and she can't walk. The physician had her turn off her stimulation and recommended physical therapy. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.